Event description:
It was reported that before the implant procedure began, the lead was checked and would not extend after twenty rotations. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4) - the lead was returned and analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
(B)(4).